Event description:
This case was reported by a consumer and described the occurrence of bleeding throat in a (B)(6) female pt who used corega low cost (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. Concurrent medical conditions included diabetes. On (B)(6) 2009, the pt began using corega low cost daily. On (B)(6) 2009, the pt experienced bleeding throat and dry throat. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. Corega is marketed under the trade name of super poligrip in the us. Corega is mfg in (B)(4), and the product was not available. (B)(4).